Event description:
The recipient reportedly experienced device extrusion. On (B)(6) 2019, the recipient underwent skin flap and repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed antibiotics before and after surgery. The recipient's skin flap has healed. This is the final report.